Event description:
There was a malfunction reported with the pump, identified by a specific malfunction code, which was not resettable. There was no adverse impact to the customer's blood glucose level. The customer opted to use multiple daily injections as a backup therapy to ensure insulin delivery was not interrupted and was set to receive a replacement pump from technical support. The customer was guided on how to prepare the pump for return and agreed to send it back within 10 days using a pre-paid label.